Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out. The device was not dropped, but the drive support was loose. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, damages to the lcd window, missing end cap sticker and missing back address label noted.